Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. All the buttons functioned properly and no moisture damage on keypad traces was noted. The keypad connector was fully locked. The pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of button error from the insulin pump. The customer's blood glucose reading was 201 mg/dl. The customer stated that she changed the site on friday and reloaded and new reservoir and filled in the cannula and it beeped and then shut off. The customer stated that she took a shower and suspended and the pump beeped and shut off. The customer pushed the keys but nothing happened. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.